Manufacturer narrative:
Additional concomitant medical products: (B)(4) device, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low bipolar impedance. It was noted the rv lead remains in use and the physician intends on removing the lead at a scheduled device replacement procedure. No patient complications have been reported as a result of this event.